Event description:
The patient's bone growth stimulator was implanted right on top of her implantable neurostimulator (ins). The patient turned the ins off when she used her bone growth stimulator, but the ins would get hot; she experienced a burning sensation. There was also an unspecified problem with impedances reported. The patient was encouraged to contact her healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.